Event description:
The drill bit broke at the tip.

Manufacturer narrative:
Examination of the returned flexible drill finds a failure of the flexible shaft component nearest the fluted drill. The tip of the drill component is not fractured as reported. The root cause is attributed to use error in overload / overbending during use. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).